Event description:
It was reported that the pacemaker exhibited competitive atrial pacing as well as pacemaker mediated tachycardia. It was noted that when programming changes were performed the patient became symptomatic. So, the slope was lowered and the patient is on blood thinners. There were no further patient consequences.